Manufacturer narrative:
No sample is available at this time. Review of the complaint history showed no other complaints reported for this lot. Review of the compounding, filling, and packaging mbrs (manufacturing batch records) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested on 09/14/2011 and 09/23/2011 by phone, fax, and mail. Add'l info was received by phone on 09/15/2011. A completed questionnaire has not been received. (B)(4). The MFR internal reference number is: (B)(4).

Event description:
A medwatch form was received from (B)(4) indicating that a consumer's vision became very blurry over the course of a couple of weeks following use of this product. The medwatch report indicated that the consumer visited an ophthalmologist who told the consumer her corneas were like a "pock-marked windshield." The report indicated that the consumer stated she had chemical burns on the corneas. In a follow-up with the consumer on 9/15/2011, she reported her eyes were much better and the symptoms have resolved. Add'l info has been requested from the ophthalmologist.